Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch is in response to receipt of voluntary medwatch report # (B)(4).

Event description:
It was reported that the patient underwent a sling procedure in (B)(6) 2014 and mesh was implanted. During revision or removal of prosthetic vaginal graft, vaginal approach procedure, it was found that the patient had through and through erosion of mid-urethral mesh extending from midline laterally to the left vaginal sulcus. The exposed mesh was removed completely in (B)(6) 2016. Additional information has been requested.

Manufacturer narrative:
Additional narrative: during an office visit on (B)(6) 2016, the physician noted that the patient was experiencing mesh erosion. Additionally, the patient experienced mixed stress and urinary incontinence. The patient underwent a cystourethroscopy on an unknown date. The mesh was excised on (B)(6) 2016.